Event description:
Consumer states called due to while she was brushing her teeth bristles started coming out of the brush head. Consumer said this was the second time it happened. She had bristles on her tongue, felt like she was choking.